Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
This product (an injector adapter with male luer lock) was in use on a pt. The adapter broke in the pt's access line and the pt needed to present to the hospital for removal of the device from their access line.